Manufacturer narrative:
Correction: d6b - date of explant was missing in initial report.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a complete lead was returned stretched in one piece. Visual examination found an external outer insulation abrasion exposing the outer coil caused by friction to the device can was noted at 6.7 cm to 6.9 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.